Event description:
The customer reported that the spectrum pump displayed unknown system error alarms. No patient injury was reported. No further information was available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was evaluated by baxter. Review of the history log shows multiple system error 322 alarms. This is likely the reported symptom of "system error". The evaluation was unable to determine the cause. Evaluation of known contributors to system error 322, has led to the determination that the upper and lower aux were the failing components and were replaced.